Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) was experiencing frequent possible helium loss 2 alarms (every 5-10 minutes). There is no blood in the tubing, no kinking, and the patient is not moving. As a result, a new console was used. The patient continued to be supported on the iabp.there was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00079 and tc #1900066932. Teleflex did not receive the device for investigation. A teleflex field service engineer serviced the pump and could not duplicate the alarm, and no leak was noted. The reported complaint of iabp helium loss is confirmed based on the investigation results of the iab used. A small external leak was identified on the mating connection between the short driveline and long driveline tubing. No alarms were noted during the iab complaint investigation; however, it is possible that a small external leak could cause or contribute to helium loss alarms. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00079 and (B)(4). Teleflex did not receive the device for investigation. A teleflex field service engineer serviced the pump and could not duplicate the alarm, and no leak was noted. The reported complaint of iabp helium loss is confirmed based on the investigation results of the iab used. A small external leak was identified on the mating connection between the short driveline and long driveline tubing. No alarms were noted during the iab complaint investigation; however, it is possible that a small external leak could cause or contribute to helium loss alarms. The root cause of the helium loss alarm is undetermined, but a potential cause is an external leak from the driveline connection. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause. Other remarks: additional information received. A user facility report ((B)(4)) was received for complaint MDR no.3010532612-2019-00081 and teleflex confirmation (B)(4). The ufr included event details of the intra-aortic balloon catheter being replaced. Please note that a complaint was submitted for the intra-aortic balloon under MDR no. 3010532612-2019-00079 and (B)(4). This complaint involved the same patient and device on the same event date.

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) was experiencing frequent possible helium loss 2 alarms (every 5-10 minutes). There is no blood in the tubing, no kinking, and the patient is not moving. As a result, a new console was used. The patient continued to be supported on the iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint involving the same patient and event see MDR #3010532612-2019-00079 and (B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump (iabp) was experiencing frequent possible helium loss 2 alarms (every 5-10 minutes). There is no blood in the tubing, no kinking, and the patient is not moving. As a result, a new console was used. The patient continued to be supported on the iabp. There was no report of patient complications, serious injury or death.